Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/18/2019. Technical service (ts) performed troubleshooting with the customer and confirmed the reported issue. Ts recommended replaced solenoids 3 and 4 to resolve the reported issue. The customer swapped solenoids 3 and 4 to resolve the reported issue. Unit passed preventative maintenance testing and was returned to service.

Event description:
The customer reported that the ventilator had a pressure error auto zero. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.